Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Fill volume: 125 ml. Flow rate: unknown. Procedure: unknown . Cathplace: adductor canal. A report was received stating there was a reported catheter break event. All of the pieces of the broken device were removed. The patient went to the operating room. The on-q pump was connected in the recovery room. The pump infused normally. The catheter was broken at the skin insertion site upon removal. Additional information received (B)(6) 2017 stated apparently the catheter broke while the patient was dragging the device on the floor from the bathroom while returning to bed. No additional information to be provided.

Manufacturer narrative:
The sample returned was a section of catheter. Approximately 5.5 inches of the catheter¿s distal end was returned. The proximal end portion of the catheter was not returned. The catheter was decontaminated. The device was examined. The catheter fragment remained fully intact. The distal tip was not damaged and remained uniform, with the exception of a slight bend located approximately 1 cm from the catheter¿s distal tip. A hardened yellow substance was observed on the catheter fragment. A portion of the catheters internal spring was exposed at the point of the catheter break the proximal end of the catheter fragment was examined using the ce-180 (ram optical measurement system). There was not any evidence to suggest that the catheter was sheared by a needle or cut by a sharp external force; i.e. Displaying a clean cut of the catheter¿s coating, the cut tracking from one end of the catheter to the other, etc. The damage to the catheter appeared to be as a result from the catheter being pulled apart, i.e. The catheter coating appeared to be slightly stretched at the point of the break. Based on this information, along with the observed hardened yellow substance on the outside of the catheter, it is suspected that the catheter was secured to the patient with a catheter securement device. Based on the observations of the catheter break point and the information from the reporting account, it is suspected that the catheter may have become broken due to excessive tension applied to the catheter during its removal. It is also possible that the catheter may have become snagged on an internal structure during removal, causing it to break. Or, the improper positioning of the patient during removal negatively influenced the ability to properly remove the catheter without breaking it. Root cause could not be determined. All information reasonably known as of 25-aug-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).